Event description:
Reporter indicated a patient will have lead revision surgery due to pain at the electrode site. The patient has stated "the lead fell off the nerve". Attempts for more information from the reporter and product information are pending.